Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 300 mg/dl and current blood. The customer was treated with insulin drip. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer was treated with an insulin pen.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer's high blood glucose was treated with insulin pen.